Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 30 mg/dl. Reportedly, customer inadvertently entered 10 units of insulin instead of 10 grams of carbohydrates. Customer required assistance from parent to treat bg level via consumption of carbohydrates. No additional information was provided.